Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a cerebral angiography and carotid artery stent implantation procedure with a 6f sheath. Reportedly, a suture break occurred with the first proglide device when the plunger was removed. The same problem occurred with a second proglide device. Repeated operation resulted in strong pain and vagal reaction, resulting in decreased blood pressure. The use of the device was immediately stopped, and pressor therapy was given. After the patient's blood pressure was stable, the femoral artery was closed with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 are filed under separate medwatch report number.